Event description:
It was reported that on the first inflation of the balloon of a pta balloon dilatation catheter, inflated to 25 atm, could allegedly not be deflated. The physician attempted to irrigate with saline and deflated the balloon for 10 minutes with no effect. Reportedly, the physician eventually deflated the balloon using a local needle to puncture it twice. The pta procedure was being performed in a left forearm av fistula vein stenosis. No patient injury.

Manufacturer narrative:
DHR review: the device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Based on the information available to date, the results of the investigation are inconclusive and the root cause in unknown.